Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. Programming changes were made. The patient was then presented for the rv lead revision. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.